Manufacturer narrative:
The fse reported that when the sample head stopped, no sample would flow; therefore, no results were generated. The problem was intermittent; all results and controls that were generated were reported to be correct. The sample head was replaced with a new one and the instrument functioned as expected. (B)(4).

Event description:
A field service engineer (fse) reported that the customer was experiencing an intermittent issue in which the sample head would stop and there was no fluid flow on a cytomics fc 500 flow cytometry system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.